Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient had some nausea from the antibiotics they were taking, and had some pain as well. The patient connected with their doctor in regards to the pain and nausea and was told by the nurse that pain could cause them to have nausea. The patient was going to take some pain medication advised by the nurse. The patient¿s vaginal area was burning and some of the symptoms had returned. The patient lowered amp from 1.5 to 1.0 and burning had decreased, but it was still there. The patient had a ¿terrible night¿ due to the burning. Additional information was received on 2017-apr-03. The patient still had burning in the vaginal area and turned stimulation completely down. The pain started subsiding but the patient still felt it. It was stamped san; it was unclear what was meant by san, possibly ¿slept all night.¿ the patient was seeing their doctor in the morning and would talk to them about it. Additional information was received on 2017-apr-05. It was reported that leaking was much worse when the device was turned on. The patient had a bad day tuesday. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.